Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) who reported that the patient¿s nursing facility had contacted them to let them know that the patient was diagnosed with covid on (B)(6) 2020 and that they would not transport him to their facility until (B)(6) 2020 to get a refill. The patient¿s pump was refilled on (B)(6) 2020. The reporter was unable to provide the patient¿s weight at the time of the event stating that the patient was quadriplegic, so they were unable to get his weight in the office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The reporter stated that the medication in the patient¿s pump was changed not too long ago to several different medications, but he could not recall the names of the medications. Per the reporter, the patient¿s pump had run out of medication. The patient was in a nursing home and got covid and due to this he missed his refill appointment that was scheduled for this last friday. The reporter was wondering how to get the pump refilled. He stated that he couldn¿t recall who refilled the pump but stated that he thought there was a lady from an agency that assisted with refilling the patient¿s pump when it beeped and signaled her. He stated that he had been trying to contact the patient¿s physician and the agency to have the pump refilled but had not been able to get a hold of them. He also stated that due to the pump running out of medication the patient was in withdrawals and severe pain and he thought that the patient had been out of medication for about 3 days now.